Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm or scrolling numbers anomaly was noted. The unit was also received with a minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, had scrolling numbers and had an unresponsive keypad. The customer changed the battery thereafter. The customer's blood glucose was 239 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.